Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator inoperative error code was identified in the error log which indicates machine flow sensor drift above the specification (0.2lpm). The device's machine flow sensor and system printed circuit assembly were replaced to address the issue.